Manufacturer narrative:
The reported complaint description of blue port protector cap connected to the pml fitting is confirmed for 1 pouch. Nipro observed that 1 out of the 400 pouches provided for lot 5292760 had an incorrect blue cap connected to the pml fitting. This was observed as part of their 100% visual inspection and labeling process. The root cause for this is a manufacturing assembly error. Correction/corrective actions: in an effort to heighten awareness of the performance of our products in the field, recent complaints are reviewed in a weekly meeting with the entire department. All responsible packaging employees have been retrained on the applicable procedures. Blue cap incorrectly assembled on to pml fitting: a corrective action was initiated based on a previous complaint investigation for the same failure mode. Revisions were made to two assembly/packaging procedures to revise from "one-piece flow" to "ten-piece flow". The ten-piece flow process will require interim checks during the assembly/packaging process to confirm all component quantities are correct. The ten-piece flow process will require interim checks during the assembly/packaging process to confirm all component quantities are correct. In addition, a review of all nipro sterile and non-sterile convenience kits showed that this upn h749606918321 is the only kit that has this blue non-vented port protector cap connected to a device. Item # h749606918321 (with non-vented blue cap connected to manifold end port) has since been inactivated ; new item # h965606921271 (with vented cap connected to manifold end port) has been created. Lot # 5292760 (the lot reported in this complaint) was packaged on 08-mar-2018 prior to the new kit becoming active on 03-apr-2018. (B)(4)

Event description:
As reported by angiodynamics' distributor in (B)(4), during unpacking / inspection at the distributor's warehouse, one unit of a sterile convenience kit was noted to have blue, non-vented port protectors attached to the pressure monitoring line (pml) within the kit, instead of white, vented port protectors. The vented port protector allows for a sterilization path into the pml and a portion of the manifold to which the line is attached. With the non-vented port protector attached to the pml, there is no direct pathway for sterilization into the pml and manifold. The lumen of the pml and manifold are potentially non-sterile as andiodynamics does not have sterilization testing on file challenging this non-vented packaging configuration. The kit had not been distributed to a hospital.